Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k101880.

Event description:
It was reported that the implant has damaged threads. There was nothing wrong with the abutments & screw that she tried placing. Implant at tooth site #19 was removed as it had damaged threads. After placing implant on tooth #19 uneventfully. I unscrewed the carrier & placed a healing abutment. After taking final x-ray; healing abutment did not seated properly. Removed it; placed another new healing abutment & same thing. Tried placing screw & was unable. At that point, decided to remove implant & place new one.

Manufacturer narrative:
Zimvie received one (1) tsvtwb10, (imp,tsv,4.7,10,mtx,mg) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use, apparent bone / tissue, dried blood attached to the implant's external and internal threads. However, no apparent malfunction was identified with the implant's internal threads. Additionally, during a functional test with the returned mount the implant engaged and disengaged as intended. Implant matched prints where measured. The reported event remains non-verifiable without return of all devices involved. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1302533. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1302533 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿damaged threads¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation is improper techniques used by the customer, during procedure (excessive torque.). Therefore, based on the available information and functional testing, a device malfunction did not occur. The reported event was non-verifiable with all the available information and without return of all devices involved. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.